Event description:
The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the vns patient was referred for generator replacement surgery due to end of service. The patient's mother reported difficulties interrogating the patient's device and activating magnet mode stimulation. Additional information was received stating that the patient's device showed a non-ifi condition during surgery on (B)(6) 2015. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. The replacement generator was replaced and the surgeon created a new generator pocket closer to the clavicle due to generator migration behind the patient's breast. It was noted that an absorbable suture had been used during the initial implant. Patient manipulation or trauma is not believed to have caused or contributed to the event.

Event description:
During analysis, the pulse generator, one and one-quarter inches (spacer block) adjacent from the programming wand, interrogated at all multiple orientations adjacent to the programming wand. Monitoring of the device output signal showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.926 volts and showed an ifi=no condition. The data in the diagaccum consumed memory locations revealed that 45.546% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
The previous submitted MDR inadvertently interpreted the available information regarding the suture type to secure the generator. This report is being submitted to correct that data.

Event description:
It is unknown whether a non-absorbable suture was used to secure the generator during implant.